Event description:
It was reported the intraocular lens (iol) was implanted and the patient experienced a choroidal hemorrhage. The iol was cut in half and removed from the eye.

Manufacturer narrative:
The iol was discarded by the end user and not returned to the manufacturer for analysis. The relationship between the device and the adverse event was not determined. The lens met all specifications prior to release. While we were unable to determine the cause of this event we do not believe it is manufacturing related.